Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The micro bipolar forceps instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer-reported complaint " teeth do not match". The instrument underwent an external visual inspection, which confirmed the absence of any issues related to bending. However, the instrument was found to have conductor wire insulation damage and yaw pulley thermal damage. The instrument was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Additionally, the instrument was found to have charring and localized melting at the yaw pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teeth of the micro bipolar forceps instrument did not match. The procedure was completed with no reported injury.